Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the light cable burned a hole in the drape. No patient impact and procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: cable burned hole in drape. Probable root cause: safelight design, use error. The device manufacturer date is not known.

Event description:
It was reported that the light cable burned a hole in the drape. No patient impact and procedure was completed successfully.